Event description:
Additional information received from the manufacturer¿s representative (rep) reported the cause of the rapid battery depletion was due to impedances being out of range on 1c. The cause of the high impedance was unknown. The patient was reprogrammed without using 1c. A follow-up appointment was scheduled with the healthcare provider (hcp) for february 6th.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) experienced sub-optimal therapy due to the device's battery depleting quicker than normal. The battery levels were observed to drop to 50% and 30% even after charging, despite the patient charging the device daily and not allowing it to dip below 70%. High impedance readings were noted, with monopolar readings greater than 5k and all bipolar readings greater than 10k. An out of range message indicated that settings could not be delivered, and the return of symptoms was noted to have started on (B)(6) 2024. Troubleshooting steps included running impedance tests, which confirmed high readings, and removing contact 1c from the programming to address the settings delivery issue. The patient's programming was adjusted, and the situation was monitored with the new programming change. The possibility of conducting x-rays was discussed, focusing on the lead/extension connection. The case was closed with plans to continue monitoring the patient.